Event description:
During implant, it was reported that the atrial lead became dislodged. The atrial lead was explanted and a different lead was successfully implanted to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned in one piece with helix extended and clogged with blood and bodily fluids. The full helix extension length was measured to be within specification. Visual inspection of the lead did not find any anomalies.